Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the self-test failed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The customer's biomedical engineer conducted the operational test, which the device passed successfully, and returned the device to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The device functions within its specifications.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the self-test failed. There was no patient involvement.